Manufacturer narrative:
It was reported that the patient was implanted with the left ventricular assist device (lvad) on (B)(6) 2015. Although the evaluation of the submitted system controller log file confirmed the report of high flows and powers, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation with the left ventricular assist system (lvas) could not be conclusively established. The submitted log file contains data from (B)(6) 2017 04:38:48 pm through (B)(6) 2017 03:19:49 pm. From (B)(6) 2017 04:38:46 pm through the remainder of the log file, several elevations in power and estimated flow were observed, reaching values up to 10.9 w and 12.0 lpm, respectively. These elevations were captured via both data logger entries and event entries. Despite the observed parameter fluctuations, the pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log file. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was implanted with the left ventricular assist device (lvad) on (B)(6) 2015.

Manufacturer narrative:
The referenced report of subarachnoid hemorrhage (sah) is covered under medwatch MFR report #2916596-2017-02899. (B)(4). Approximate age of device ¿ 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that elevated lvad parameters were observed. Lactate dehydrogenase (ldh) peaked at 341 u/l on (B)(6) 2017. Plasma hemoglobin was also within normal range. Patient was treated with heparin infusion. Ramp was unable to be performed due aortic valve thrombus. Patient was restarted on asprin and warfarin which had been holding since (B)(6) 2017 due to subarachnoid hemorrhage (sah). Inr goal increased to 2.5-3.0. Patient was discharged home. No additional information was provided.